Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link pro report. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer alleging possible pump under delivery. The customer's blood glucose was 320 mg/dl at the time of incident. Other blood glucose was 110 mg/dl. The customer was treated with manual injection. Customer stated they are unable to describe any possible damage to the drive support cap. The device was expected to be returned for analysis.